Event description:
It was reported the patient is experiencing discomfort and redness at the lead site. It was also reported the patient has a small opening in the wound, as well as pus present at the lead site. The patient is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.